Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back and front right breast. Patient described the rash as red, itchy and blisters forming. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a dimethicone cream. Follow up indicated that the irritation was improving.